Manufacturer narrative:
Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent button response due to flattened down arrow button and act button dome switch. Keypad connector was fully locked.unit had cracked case at display window corner, minor scratched lcdwindow, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is over delivering insulin. Customer's blood glucose was 56mg/dl at the time of incident and 326mg/dl at the time of the call. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.